Manufacturer narrative:
(B)(4). Evaluation conclusion: (manufacturing related). Off-label (aortic neck less than 18 mm in diameter).

Event description:
An endurant stent graft system was selected for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. An intervention of the superficial femoral artery was performed prior to aaa treatment. The case was sized from a CT which showed a bare metal stent in the right common iliac artery. The proximal neck was 18 mm in diameter and 45 mm in length. The left common iliac artery was 12-9 mm in diameter and the right common iliac artery was 9 mm in diameter. The right external iliac artery measured 6.5 mm in diameter and the left external iliac artery measured 7 mm in diameter. There right and left iliac arteries were moderately calcified. It was reported that the physician tried to pass the endurant bifurcate up the left iliac artery but it would not track through the common iliac artery. After several tries, the device was removed and the physician attempted serial dilation using the dilators from a 12fr and 14fr sentrant sheath. Both passed easily. The physician again attempted to pass the same endurant delivery system however, still would not advance. The physician briefly considered going up the right side but 14fr dilator met resistance so it was thought best to continue on the left. Continued serial dilation with dilator from 16fr sentrant sheath, then an 18fr cook sheath. The 18 fr would not pass. A 13mmx 10cm viabahn stent was placed in the left common iliac. The 18fr dilator was passed through the stent successfully. Then the 18fr sheath was placed. The physician then attempted to pass the endurant through the 18fr sheath and advanced the graft through the sheath and the left common iliac. As the graft began to turn into the aorta, the physician had a hand at the back of the delivery system handle to advance wire through the wire port and to put some tension on the handle to aid in passing it through the tortuous anatomy. At this point the back end of the handle (gray portion of the handle behind the thumb wheel) broke completely off the delivery system. The physician was not comfortable continuing with that delivery system and asked for a replacement. So, another endurant was successfully implanted to complete the case. No clinical sequelae were reported and the patient is fine. The device was returned for examination. The complaint was confirmed; the rear handle was disconnected from the delivery system. The root cause of the event was most likely manufacturing (assembly) related.